Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5068 implantable pacing lead (B)(6) 1997, 4568 implantable pacing lead (B)(6) 1988. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the new device was attached to the patient's lead, but there was no pacing output. The physician reattached the device and there was still no output. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.